Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the operation channel leak, the balloon feeder/return tube leak, the segment fluid damage, the control body fluid damage, the balloon feeder socket leak, the us connector cable crushed, and the us connector body loose ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.